Event description:
Customer reported an issue with the rapid depletion of the pump battery. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.